Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated damage at implant. The analyst noted by the designed, manufacture process applying steroid on the helix, and we must see that as white stuff. But in this case, according to the analysis results, the helix bent and the monolithic controlled release device ring ruptured/torn. These finding indicated the monolithic controlled release device ring was ruptured/torn when turning the bent helix during helix extension/retraction, and the white stuffs found on the helix could be the material came from the monolithic controlled release device ring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being opened and not used as the physician noted a white flake of material on the helix during testing. The lead subsequently tested out of specification during the manufacturer's analysis. No patient was involved in this event.